Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. Events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. The device remains implanted in the patient and is thus not available for return to the manufacturer. Neurological dysfunction is a known inherent risk associated with vad therapy. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient went to the emergency room (ER) on tuesday evening with vision changes and device values lower than normal in the 4.0's. Patient has a history of ischemic and hemorrhagic strokes, computed tomography (CT) of the head were negative. Patient was discharged home. Patient was readmitted wednesday with onset of nausea, vomiting, fever, not feeling well and device values continue to be lower than normal. Patient head CT which showed right occipital ischemic stroke. Device values are still lower in the 3.0's now. Patient has been given antibiotics and fluids and is currently with an active gastrointestinal (gi) bleed as well, has been transfused and will have a gi scope. It appears that the patient had a severe cerebrovascular accident (cva), became suddenly unresponsive, complained of not being able to move lower extremities before becoming unresponsive. Support was withdrawn on (B)(6) 2017. No further information provided at this time. No imaging done to confirm.